Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The tube was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 7900 system was displaying an error message at boot up. No patient injury was reported.